Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was showing low readings (no specific value provided) and did not have any symptoms. She ate a cheeseburger and noticed the cgm readings did not go up. She checked a bg reading and it was 459 mg/dl while the cgm was 46 mg/dl. She checked another fingerstick and it was 473 mg/dl while the cgm was "low". She drove to the emergency room (ER) and upon arrival her bg was 430 mg/dl while the cgm was "low". She had several tests and procedures done such as an EKG, x-ray, blood tests, ketone tests, urinalysis and "bhb". Lab tests confirmed the patient was in diabetic ketoacidosis with ketones of 20 mg/dl through urinalysis and 0.7 mmol/l through "bhb" test. The patient as treated with IV insulin and IV fluids until he was stable. She was discharged home the same day with a bg of 328 mg/dl while the cgm had a sensor failure. At the time of the report, the patient had a headache but had a bg of 270 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.